Event description:
Customer reported via phone, he can hardly read what is on the display. Customer has dropped and bumped the device which has made it almost impossible for the customer to see the information. Customer's blood glucose was 4.3 mmol/l. Customer is returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a display anomaly. The problem was isolated to the liquid crystal display circuit board. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.